Manufacturer narrative:
The main component of the system and other applicable components are: product ID: (B)(4), serial# (B)(4), implanted: 2017 (B)(6), product type: lead, product ID (B)(4), serial# (B)(6), implanted: 2017 (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that it was the provider¿s determination that the leads had migrated. The rep reported that the cause of the migration was unknown. The rep reported that the provider reviewed the x-rays and referred the patient to the surgeon for a lead revision. The rep reported that the issue wasn¿t resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260 lot# serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the leads had migrated. The rep reported that the patient had a change in pain control, x-ray had been ordered to check the lead position and the patient was reprogrammed at an earlier date. The rep reported that there were no environmental factors, no falls, etc. That could have led to the issue. The rep reported that reprogramming was attempted. The rep reported that as of today the nurse practitioner was going to refer the patient to the implanting surgeon. The issue was not resolved at the time of the report. No further complications were reported.